Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of noisy bearings was confirmed. An assessment was performed and found that the bearings are worn out and no longer in axial alignment causing vibration and noise. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during routine inspection, it was observed that the attachment device had noisy bearings. During in-house engineering evaluation, it was found that the bearings were worn out and no longer in axial alignment causing vibration and noise. The event was not related to a surgical procedure. There were no delays to a surgical procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.